Event description:
It was reported that the handpiece began leaking an oil substance during a dental procedure. The substance dripped onto the drapes and some leaked into the pt. The substance was removed through suctioning and irrigation. The procedure was completed with another device. There was no pt or user injury, and no antibiotics or add'l treatment was required.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Service will repair and return the device to the customer.